Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) reported that there were no notes that indicated the psoriasis was related to the implanted stimulator. The hcp was not aware of the patient having a staph infection or thought the stimulator was leaking or if any diagnostic testing had been done. The doctor was trying to find a physician to remove the stimulator.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported having staph infection and psoriasis in 2014 but the healthcare professional was not sure. The patient thinks the implantable neurostimulator (ins) was poisoning them and leaking. Relevant medical history includes multiple back operations. No cause and intervention was reported in regards to this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.